Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominoplasty procedure, at the end of the procedure upon closing the abdominal wall, two thread of sutures broke just after opening the package with minimal tension. A different suture from another manufacturer was used to complete the procedure. There was no patient injury.